Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012320308); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a medtronic valve was implanted at a 3mm depth on both the non-coronary cusp (ncc) and left coronary cusp (lcc). The valve was constrained therefore a post-implant balloon aortic valvuloplasty (bav) was performed. During the retraction of the balloon, it caught on the outflow tab of the valve, causing dislodgement of the valve into the ascending aorta. The valve was then found at a depth of -10mm on both the ncc and lcc. Rapid pacing was used during the post-dilation. Subsequently, a second valve was successfully implanted into the aortic position without further issues. No patient complications have been reported as a result of this event.